Event description:
The consumer was allegedly in an accident involving a 9000xdt wheelchair. Serious injury is alleged.

Manufacturer narrative:
Manufacturer received a letter from an attorney alleging their client has sustained serious injuries while using our model wheelchair. No serial number has been provided. No details have been provided on this alleged incident. Manufacturer continues to investigate. MDR filed as a conservative measure.